Event description:
It was reported that there was a hematoma. The patient went to the emergency room on the day of the report. The doctor wanted information on mris of the spine for a possible epidural hematoma. It was unknown if the issue was related to the device. It was further reported that a hematoma was suspected and CT scans and mris were ordered. A small unknown fluid collection by the spine was noticed. The patient was subsequently put on medications. The patient was seen again on (B)(6). At that point it was still considered a small hematoma and less of an infection. The doctor thought that everything was unrelated to the spinal cord stimulator device but they could not confirm since they did not handle the patient. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that an explant was planned for 2014-(B)(6). Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was noted that the explant was done because the patient requested it. The leads and stimulator were explanted. The patient was doing fine at the time of the report and they recovered from the explant.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was further reported that there was no patient injury and the patient recovered without sequelae. The entire system was explanted on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.